Manufacturer narrative:
The insulin pump alarmed during the prime test and alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. However, the motor was tested outside of the device and passed. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump passed all operating current test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm, motor error and damage from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that he replaced the battery in the pump and it kept him in the rewind sequence. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there is a crack on the casing of the pump. The customer stated that the pump alarmed compromised force sensor system alarm during seating the force. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.